Manufacturer narrative:
All information reasonably known as of 04 oct 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received on 12sep2023 outlining the following timeline of events: on (B)(6) 2023 percutaneous endoscopic gastrostomy (peg) tube placed. On (B)(6) 2023 ¿in emergency room (ER) due to pain. One anchor had already come loose. Here in the ER, 1 more anchor has been removed. No other alarm symptoms in the emergency room. Prescribed paracetamol.¿ on (B)(6) 2023 ¿last anchor removed. Still a lot of pain. Insertion opening looks very nice, incision is healing nicely. Completely supple abdomen, no pain on palpation. Let's wait and see for now. Dipping and turning went well.¿ on (B)(6) 2023 ¿boz made due to persistent pain. Still pcm. Significant air retention with 1 anchor in situ. Venting agreed. Seemed like some help.¿ on (B)(6) 2023 ¿new boz, still a lot of pain. Anchor still in situ. Will now have another ultrasound and possibly another gastroscopy.¿

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 21 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported, the patient experienced pain after percutaneous endoscopic gastrostomy (peg) tube placement. The reporter denies any issue with the peg tube itself and reported that the feedings were running well. All t-fastener anchors were removed however, the patient continued to have abdominal pain and cramps. X-ray performed which showed one anchor was still in place and air in the stomach and intestines. Venting prescribed. The patient does not have a fever and is otherwise cheerful.